Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify the issue of faulty power button. The technician observed that the charge button was not responsive. After replacing the main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had a faulty power button. Upon evaluation, stryker observed that the charge button was unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.